Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of the humeral tray not being fully seated on the humeral stem at the time of implantation and/or cross-threading of the reverse torque defining screw with the humeral stem. Consequently, the torque defining screw likely did not fully engage with the internal threads on the humeral stem, allowing the torque defining screw to back out and result in the reported disassociation of the humeral tray from the humeral stem. Section h11: *the following sections have corrected information: (d2b) common device name: rev torque def screw assembly (d4) catalog number: 320-11-00, lot number: 81193002.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-05, 80962009 - equinoxe reverse tray adapter plate tray +5.

Event description:
As reported, the patient¿s tray and liner were loose in the left shoulder. The loosened parts were removed and successfully implanted new ones patient is doing well currently. Patient was last known to be in stable condition following the event. Device to be returned.